Manufacturer narrative:
Technician evaluated device and confirmed there was no problems with connections or laser energy. The device history record confirms that the product passed and met all requirements before releasing. The connections in the device's arm were not tightened/secured during the laser procedure, so user error contributed to this event. Per the crg, "ensure the scanner collar is fully and securely tightened." The device was found to be operating as intended within laser specification. Although additional information was requested, site did not provide any additional info. Since the customer site complained of the laser firing upon the operator's neck, this event is then reportable to the FDA as an aro (accidental radiation occurrence) related injury.

Event description:
Site reported that the device arm had come loose and delivered energy onto the operator's neck.